Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead was explanted due to oversensing of p waves without pacing inhibition. This caused the ICD to deliver inappropriate anti-tachycardia pacing and an electric shock. The rv lead is expected to be returned but the ICD is not. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Lead was returned in two segments but typical implant and surgery-related damage is noted, and is not considered abnormal. Correction of patient codes, h6 field. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead was explanted due to oversensing of p waves without pacing inhibition. This caused the ICD to deliver inappropriate anti-tachycardia pacing and an electric shock. The rv lead is expected to be returned but the ICD is not. A new system was implanted. The rv lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead was explanted due to oversensing of p waves without pacing inhibition. This caused the ICD to deliver inappropriate anti-tachycardia pacing and an electric shock. The rv lead is expected to be returned but the ICD is not. A new system was implanted. No additional adverse patient effects were reported.